Event description:
It was reported that the erosion had occurred at the patient¿s implantable neurostimulator (ins) and connector which had started about a year ago. It was noted that both the patient and their healthcare professional (hcp) had been monitoring the situation since but now the hcp told them it was time to replace the device which was to be happening soon. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37752 lot# serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); explanted: product type extension product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).